Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After a surgery performed at (B)(6) 2016, the instrument was received in (B)(6). During the inspection it was detected that the device was broken.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A search of the complaint database for product code 950501171 found previous investigations have been conducted for impaction shoe fracture. An investigation was conducted by the supplier on 28-nov-2011. It determined that the failure occurred as a result of chemical embrittlement of the radel impaction shoe due to a combination of exposure to disinfection chemicals and subsequent heat treatment during decontamination in the field (reference qif 2292). It determined that the failure occurred as a result of chemical embrittlement of the radel impaction shoe due to a combination of exposure to disinfection chemicals and subsequent heat treatment during decontamination in the field. The change in design was approved, routed on eco-436430, and implemented on 02-january-2014 to replace the material for the impaction shoe from radel 5500 to propylux hs in addition to removing a thermal attachment process (B)(4). Further information can be found under eco-436430. The reported device was manufactured prior to the design change. Additional corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: visual examination of the returned femoral impactor confirmed that impaction shoe is cracked. The failure in the impaction shoe occurred as a result of chemical embrittlement due to a combination of exposure to disinfection and decontamination in the field. To minimise the risk of further failure occurring the change in material from radel 5500 to propylux hs was implemented on (B)(4) 2014 as a running change for future batches. It should be noted that the product concerned in this complaint is from a batch previous to the design change. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.